Event description:
Customer called stating that their meter is not reading correctly. Customer went in to a diabetic coma and customer believes it is because of their meter. An eval of the meter was conducted over the phone, which determined that the meter was not correctly coded to the test strips. Customer asked to return meter for further eval, and a replacement was provided.